Manufacturer narrative:
The doctor reported repetitive episodes of swelling in the cheek area, at the place of implantation of two adin dental implants isps1042 lot 7731914 and isps1038 lot 7708749. The swelling passes after two to 3 days. No further patient complications were reported.

Event description:
Dental implant failure.